Event description:
The customer reported that the system would not save an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep conducted an onsite investigation. The rep determined that the system needed a new hard drive. No further service info was provided.